Manufacturer narrative:
A partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 22.5-23.0cm from the distal tip. The inner coil was exposed at this location. This is consistent with the observation from the field of low pacing lead impedance.

Event description:
It was reported that the lead was explanted due to low pacing lead impedance.